Event description:
It was reported that the motor unit (00900125) was overheating and shut down for 15 minutes. The patient was under local anesthesia and the doctor had started drilling. The doctor could not finish the procedure and the patient was rescheduled to come back.